Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4 ¿ 510k: this report is for an unknown nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: reporter is a synthes employee. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with tfna implants and the cement for pauwels iii. After the surgery, the patient was seen late last week complaining of pain and the cut-out was confirmed. On (B)(6) 2023, the tfna implants will be removed, and an artificial femoral bone head replacement will be performed. The patient was a young dialysis patient with fragile bones due to long-term medication. With the patient's consent, the primary surgery was aimed at bone union without artificial femoral bone head replacement, given the fracture type. The surgeon's opinion was that the resulting cut-out was due to blood flow and ineffective control of patient activity. No further information is available. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 2 for complaint (B)(4).